Event description:
It was reported that the patient underwent thoracotomy on (B)(6) 2015 and reservoir was attached to a drain. The reservoir did not suction properly. A like device was used. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1408196, batch j1412331.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Upon functional inspection, the sample functioned properly. Conclusion: representative samples were returned for evaluation. Upon functional inspection, the samples functioned properly. In addition, a review of the batch manufacturing records for the possible batch numbers were conducted and the batches met all finished goods release criteria. Batch # j1408196; mfg date: 04/2014; exp date: 04/2019. Batch # j1412331; mfg date 05/2014; exp date: 05/2019.